Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was a self test failure. The device was returned for trade-in. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no anomalies found during bench testing. Analysis found the ventricular output connector was broken. Analysis also found the upper case was dented, battery release and the battery drawer were contaminated, one side bail cover was broken, battery contacts were compressed, and the keyboard was scratched and full of sticker.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.